Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, back up vvi mode was observed on the device. Patient was bought into clinic for further troubleshooting and a device download was performed successfully. Programming changes were made. Patient will be monitored with routine follow up.